Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient expressed that their pump is "not working right", and they are having difficulty dealing with lifestyle and diabetes management issues. Patient is also fearful of developing low blood glucose values that could lead to loss of consciousness, and states that has happened in the past. This complaint is being reported as due to the allegation of a non-specific pump malfunction and hypoglycemia leading to loss of consciousness.

Manufacturer narrative:
Follow-up #1: date of submission 09-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until deliveries were halted by the user. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.